Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove and advance were not confirmed based on the device condition. There were bends noted on the device. A lot history record and similar incident query could not be conducted due to no part and lot number reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the stent delivery system (sds) as it was reported it ¿jammed¿ causing the reported difficulty to advance. Device removal was attempted; however, the guide wire once again interacted with the device causing the reported difficulty to remove and subsequent material damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
Subsequent to the initial medwatch report, the following information was received:during advancement, the 3.0x23mm xience prime drug eluting stent (des) system became stuck on the guide wire and separated. The command gw and the xience prime des were removed from the anatomy as one unit. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification, moderate tortuosity, and 70% stenosis in the anterior tibial artery. The first xience prime stent was deployed just fine. The second 3.0 x 23 mm xience prime stent delivery system (sds) was prepped and attempted to be advanced onto a command 14 es guide wire; however, after about one foot along the wire and prior to entering the sheath, the sds jammed onto the guide wire. The sds and the guide wire were removed altogether as a single unit. A new unspecified guide wire was advanced and a new xience prime was positioned in the tibial artery without further issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.